Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.this is 2 of 2 medwatch reports regarding this event. MFR report number: 3004209178-2016-59068.

Event description:
The customer reported via phone call that there have been 2 times where he has been in diabetic shock in the evening and he has been in the emergency room. Customer's blood glucose was 170 mg/dl at the time. Customer's current blood glucose is 191 mg/dl. Customer stated that he has been in a diabetic coma 2 times and for the past 2 days, he has taken the pump off at night and put it back on in the morning. Customer stated that one night his blood glucose was at 45 mg/dl. Customer reported that after he takes a shot of 10 units from his pump, he doesn't see a lot of change in his blood glucose. Customer stated that the pump was under-delivering insulin. Customer thinks there is a delivery anomaly due to the pump giving too much insulin at night. Customer stated that he was sleeping prior to the event. Customer stated that he never changed the time on his pump. Customer was advised to get his settings checked due to the fill cannula being way too high. The pump will be replaced.